Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that drill bit ø 3.2x125mm ao fitting was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force over the years in use (manufactured 30. Nov. 2006). The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken off. Close up views (done by the microscope) show that the cutting edges are blunt / deformed, which confirms that this device has been heavily used over the years. The structure of the broken surface resulted in a typical ductile overload breakage. The root cause of the failure was due to repeated powerful dynamically overload during use over the years. Note that this device was manufactured in nov. 2006 (wear and tear). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During implanting the twin hook, the drill bit breaks on the distal lateral. It was impossible to take out the tip part, it was left indoors in the body.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During implanting the twin hook, the drill bit breaks on the distal lateral. It was impossible to take out the tip part, it was left indoors in the body.